Manufacturer narrative:
H4: device manufactured between october 27, 2020 to january 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/13/2021.

Manufacturer narrative:
The event date was reported as "over the last few months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set was observed broken. This was observed after compounding. There was no patient involvement. No additional information is available.